Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip of the device allegedly broke off inside the cephalic vein of the fistula. It was further reported that the broken piece was allegedly retrieved using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter. It can be confirmed that the helix was broken. During physical investigation the tip of the catheter was delivered separated from the tube. Only the tip was separated from the catheter. The test guidewire passed without any resistance. After running in the water lower than nominal aspiration level was achieved indicating there was no defect in the catheter. The helix was found broken at 1 cm from the tip of the catheter. A clear root cause could not be established but a helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026), g3 h11: h6(method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip of the device allegedly broke off inside the cephalic vein of the fistula. It was further reported that the broken piece was allegedly retrieved using a snare device. There was no reported patient injury.